Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states on 30-apr-2024, it was reported that the patient was hospitalized due to high blood glucose levels and diabetic ketoacidosis. Patient's blood glucose at the time of issue was 780 mg/dl. Patient was treated via intravenous insulin drips. No further information available.